Manufacturer narrative:
(B)(4).

Event description:
The complaint states that receiver initialized without manual restart was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined.